Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 11:00 am after the end user's prodigy diabetes meter was not operating properly. The end user was found unresponsive and could not be awaken. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 25 mg/dl. They also attempted to perform a blood glucose test with the end user's prodigy meter but received error code l-b and the meter kept powering off whenever a test strip was inserted. The end user was given 4 spoonfuls of pure honey, 2 large glasses of orange juice with sugar and 3 peanut butter cups. The paramedics also checked the end user's blood pressure and determined there was no reason to transport her to the ER. No additional details were provided in regards to this medical event.